Event description:
It was reported that the device did not ventilate the patient during operation. As further reported, the hospital¿s technician found a hole in the breathing circuit. The patient reportedly was gone in critical care unit for hypoxia. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not ventilate the patient during operation. As further reported, the hospital¿s technician found a hole in the breathing circuit. The patient reportedly was gone in critical care unit for hypoxia. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The electronic device logfile was submitted for investigation. The breathing circuit used in which a hole was found, was reportedly from the manufacturer intersurgical, not draeger, and was not available for investigation. Since the device logfile was downloaded 2025-08-01 while the reported case occurred on (B)(6) 2025, the data in the user section was already overwritten. Thus, a detailed reconstruction of the case in question was not possible. Based on the device log records however, no indications for a device malfunction but for external leakages were found, which match the reported hole found in the breathing circuit. The device log records show that the device was powered on at 07:38am on the date of event. The subsequent power-on self-test (post) was successfully completed at 07:43am. Between 08:14am and 09:32am, significant minute volume leaks of up to 20.8 l/min were measured between the flow sensors indicating an external circuit leak. There were no further events logged for the reported date of event. During post and standby leak test as well, internal and external leakages are detected. If a leakage occurs during use ¿ e.g. A hole is created during handling with e.g. A sharp object or other forces ¿ based on the size of the leakage, fresh gas flow settings and set alarm limits, the device will issue several audible and visible alarms. The integrated pressure-, flow- and patient gas monitoring of the device ensures that deviations from set/expected ventilation parameters and gas concentrations are obvious for the user and that alarms are given according to the alarm limits adjusted by the user. Finally, based on the available logfile records, no indications for a device malfunction were found that could have caused or contributed to the reported symptom and outcome for the patient. It could be concluded that the reported symptom was caused by a significant circuit leak, as also reported caused by a hole in the patient circuit. During on-site checking in follow-up to the event, the device was tested and no deviations from specifications were found either. Thus, it can be assumed that the device has alarmed the limited pressure build-up and reduced tidal volumes ¿ caused by the external leakage due to the hole in the circuit ¿ during the case in question in accordance with the specification.